Event description:
It was reported that during a procedure a patient experienced a blood pressure spike. During a procedure, prior to ablation, the physician requested administration of glycopyrrolate. After the ablation was performed, the patient's blood pressure spiked, requiring intervention to bring it down. The procedure continued with elevated blood pressure. The patient fully returned to baseline during post operative recovery. The device was disposed of and will not return for analysis

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.